Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 13/04/2015 for the meter lot associated with this complaint (1501250) and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio2 meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on approximately (B)(6) 2015 when a reading of ¿120 mg/dl¿ was obtained using the subject device. The patient stated that he manages his diabetes using ¿insulator each evening, 30 mg unidiamicron, 1 glucophage 850 each morning and 1 glucophage 850 each evening¿. The patient did not specify whether he made any changes to his usual diabetes management routine in response to the alleged issue. The patient reported experiencing symptoms of ¿shivering, sweating (perspiration) and skin turning white¿ approximately 5 days after the product issue began. The patient self-treated on (B)(6) 2015 by consuming additional food/drink and sugar. The patient stated that his blood glucose had been measured on (B)(6) 2015 at 10:45 am using a onetouch verio meter and a onetouch ultra meter, the results were ¿84 mg/dl¿ and ¿66 mg/dl¿ respectively. At the time of troubleshooting the csr noted that the meter was set to the correct unit of measure and an approved sample site was being used. The csr noted that the test strips being used were expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 13/04/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 2 - 07/22/2015 correction supplemental sent to correct information previously sent. Incorrect scripting sent in followup 1 under MFR narrative; correction above.